Manufacturer narrative:
H.6. Investigation: it was reported the syringe came with a duplicate label. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a double barrel label. No other defects or imperfections were observed. This defect can occur if there is a jam at the label machine inducing the double label. A device history record review was completed for provided material number 306565, lot number 0191891. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that syringe 10ml posiflush la had label issues. The following information was provided by the initial reporter: the syringe came with a duplicate label, preventing the information from being displayed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml posiflush la had label issues. The following information was provided by the initial reporter: the syringe came with a duplicate label, preventing the information from being displayed.